Event description:
Tech reported that during a pt treatment on a system 1000 hemodialysis device, blood pressure readings were not being taken and the machine displayed an alarm. The pt care tech attempted a few manual readings and the machine re-booted itself. When the machine came back up, the touch screen did not respond to touches. The machine was then uplugged from the wall outlet and connected again. The device then displayed a different concentrate ratio type than was intended. The pt was then removed and treated on another device. There was no pt injury or medical intervention associated with this incident.